Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported an infection at the pump site occurred. The infection type was unknown by the reporter. It was noted that the event occurred on approximately (B)(6) 2014. A system explant occurred on the report date. At the time of this report, the patient status was unknown by the reporter, but was indicated to be ¿alive-with injury¿. It was noted that the explanted devices were discarded and would not be returned to the manufacturer. The device system was used to deliver baclofen. It was later reported that the patient was ¿doing okay¿.